Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure the connector port of the device could not be used due to "nut rotating dislocation." The device was not implanted. No patient complications have been reported as a result of this event.